Event description:
Customer reports that unit was giving low pressure alarm. Pt began to desaturate. Vent not delivering flow, no pressure building. Pt was immediately manually ventilated and sao2 began to return to normal.